Event description:
Boston scientific received information that during the subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure, a charge timeout error code was observed upon interrogation after the device was connected to the electrode. The second device was used with no issues. This device will be returned for analysis. No adverse pt effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.